Event description:
It was reported that the patient presented in clinic for a generator changeout. The patient's implantable cardioverter defibrillator (ICD) exhibited a high pacing impedance, failure to capture, and failure to sense. The ICD was replaced during the same procedure and the patient was stable.

Manufacturer narrative:
The reported events of failure to sense, failure to capture, and high pacing impedance were not confirmed by analysis. Final analysis found the device to have appropriate remaining longevity. No anomalies were detected. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.